Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced infusion set tubing detachment on (B)(6) 2025 while sitting. The patient stated that the cannula was unattached and the infusion set tubing came apart. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.